Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, d10, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes of the alleged failure poor and/or no image during use was due to leak. The most probable cause of this complaint is; cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope's image was not appearing during set up / inspection for use. There was no patient involvement.